Event description:
It was reported the lead was replaced due to oversensing. The oversensing triggered the device alarm prior to the lead revision. No patient complications were reported as a result of this event.

Event description:
It was later reported that the lead was fractured. A new system was implanted on the right side. The lead was capped approximately four years after it was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 7288 implantable cardioverter defibrillator (B)(6) 2005; 5076-45 (B)(6) 2003. (B)(4).